Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. The patient was then admitted to the hospital to schedule an urgent replacement. While waiting for the ICD replacement, the patient received two inappropriate shocks for fast conducted supraventricular tachycardia (svt). As a result, the hospital programmed tachy therapy off until the device replacement takes place. There is not yet confirmation on the device replacement procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. The patient was then admitted to the hospital to schedule an urgent replacement. While waiting for the ICD replacement, the patient received two inappropriate shocks for fast conducted supraventricular tachycardia (svt). As a result, the hospital programmed tachy therapy off until the device replacement takes place. The device was explanted and replaced. No additional adverse patient effects were reported. The product has been returned for analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was found to be in safety mode. The patient was then admitted to the hospital to schedule an urgent replacement. While waiting for the ICD replacement, the patient received two inappropriate shocks for fast conducted supraventricular tachycardia (svt). As a result, the hospital programmed tachy therapy off until the device replacement takes place. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.